Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is currently reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic surpacervical hysterectomy- "during a lap hyst procedure the uterus had been detached from surrounding structures and was ready to be extracted. The alexis ces bag was removed from packaging and inspected, with no damage noted. The bag was placed into through the umbilical incision. The pts abdomen insufflated and the specimen placed under visualization. The ring was removed from the patient per IFU. When the surgeon went to morcellate the patients bowel was in the specimen bag and mistakenly grasped and cut into." Type of intervention- patient required closure of bowel perforation. Patient suffered bowel leakage and required subsequent collector." Patient status: unknown

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. This document represents our final report.